Manufacturer narrative:
An event of aortic insufficiency and a leaflet tear was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In 2015, a 27mm trifecta valve was implanted. On (B)(6) 2019, the patient presented with grade 4+ aortic insufficiency (by echo). The trifecta valve was explanted, and a 27mm carpentier-edwards perimount aortic heart valve was implanted. The patient is reported to be in stable condition. Upon explant, a leaflet tear in the trifecta was observed. Additional information has been requested, but unavailable.

Event description:
In 2015, a 27mm trifecta valve was implanted. On (B)(6) 2019, the patient presented to the hospital and an echocardiogram confirmed grade 4+ aortic insufficiency. The trifecta valve was explanted and a leaflet tear was observed. The device was replaced with a 27mm carpentier-edwards perimount aortic heart valve. The patient is reported to be in stable condition. Additional information has been requested.